Event description:
The nurse reported the following event: the serfas energy console was returned. After having been put again in service at the hospital, the surgeon still received "little electrical shocks" by using it. The nurse also added that the event didn't appear with the loaner serfas energy console.

Manufacturer narrative:
The device is in transit back to stryker. Investigation is on-going. Once complete, a follow-up report will be submitted.